Event description:
(B)(4). Painful menstrual cycles, excessive bleeding, tingling in feet and hands, foot pain, back pain, muscle pain, abdominal sharp pains, brain fog, weight gain, swelling, hair loss.